Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a lead revision due to discomfort at the lead site. During the revision, the physician relocated the pocket as the patient mentioned she was experiencing discomfort at the pocket site. The pocket was moved to the opposite side. The patient was reportedly doing well following the procedure.